Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using lithotripsy with a monolith mechanical lithotriptor on a male patient, "the wire was broken in the handle of the lithotripter and the whole monolith was broken." The physician attempted to "remove the basket with the calculus out of the bile duct, but this was impossible." The basket was manipulated to remove the calculus and the device was removed. The physician "tried to repeat the mechanical lithotripsy with a device from medwork" but had a similar outcome. "The basket with the calculus had to be [left] in situ and the patient underwent a surgical stone removal." The patient's condition was reported as "normal."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress. Results of the device evaluation, as well as the device history record review and the complaint trend analysis will be provided in a follow-up medwatch report.